Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device passed self test, unexpected restart error test and displacement test. No unexpected reset alarms noted. The device was received with cracked case at display window corners and battery tube threads. The device was received with minor scratched display window. The device was received with slightly loose drive support disk. The device was received with stripped battery cap coin slot.

Event description:
Customer reported, she had a small crack by the screen. The battery cap was worn. Customer stated the device kept giving her an error message. Customer's blood glucose was 194 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.